Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was capped. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the physician elected to cap the lead due to a fracture and a sensing issue. The lead was replaced with a new rate sensing lead.